Event description:
(B)(4). Initial info for this spontaneous case was received from a physician on 24-sep-2007: a female patient (age unspecified) who received treatment with injectable poly-l-lactic acid (sculptra, lot # and exp date unspecified) experienced nodules 6 months after treatment. Over the next 18 months, she continued to get more nodules including in an area where she had hyaluronic acid (restylane) and silicone. The physician reporter did not administer the poly-l-lactic acid and did not have any further info. Add'l info for sculptra (lot #/exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable.

Manufacturer narrative:
Conclusion: no faults detectable. Addendum for f/u received 23-oct-2007: contact info for the doctor who gave the sculptra injection was provided. No further relevant medical info was reported.